Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached over 400 mg/dl. Customer treated their blood glucose with a bolus from their insulin pump. It was also found the customer was feeling thirsty, dizzy and irritated from their high blood glucose. Troubleshooting did not find any issues with the customer's insulin pump. Customer also declined to change out their infusion set at the time of the call. The customer's blood glucose was 142 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.